Event description:
Procedure type: hemicolectomy. According to the reporter: a double stapling technique was performed and the surgeon was concerned with the stapling as he had felt to be an incomplete closure of the staple line. Subsequently, a new device of different kind was used to complete the procedure. Surgery was extended about 20 minutes. No pt details were provided, and no pt injury was reported.

Manufacturer narrative:
Initial report sent: 04/04/2008.